Event description:
It was reported that the patient had a low speed alarm from 9200 to 5200. The speed later went back up to 9200. Ventricular assist device (vad) numbers and the patient are stable. It was noted the patient was on battery power when the event occurred. Xray's were planned. Log file review was requested which revealed low speed advisory events on 01mar2026 and more frequently between 21mar2026 and 24mar2026 which occured while on mobile power unit (mpu) power. The final low speed advisory occurred while on power cable was connected to the mpu and one to battery power. These events were considered to likely be the result of short to shield with insulation damage to one of the wires in the driveline. It was recommended for the patient to only connect to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.